Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1242161. Medical device expiration date: 31-aug-2026. Device manufacture date: 11-oct-2021. Medical device lot #: 1288312. Medical device expiration date: 31-aug-2026. Device manufacture date: 07-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ syringe from lot 1242161, and 2 syringes from lot 1288312 were missing scale marks on their barrels. The following information was provided by the initial reporter: "we also identified syringes with missing graduation marks."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of scale marking issue were available for examination, we were unable to fully investigate this incident. A device history review was conducted for lot numbers 1242161 and 1288312. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that 1 bd luer-lok¿ syringe from lot 1242161, and 2 syringes from lot 1288312 were missing scale marks on their barrels. The following information was provided by the initial reporter: "we also identified syringes with missing graduation marks".